Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by ms&s that the patient reported that she was having an issue getting drainage from the catheter into the bag. The patient reported that she is able to see drainage in the tubing. Ms&s asked her to evaluate the blue valve of the device and the patient confirmed it did not appear to be sunken. The patient's nurse called ms&s and stated there was little to no drainage present. No other information has been provided. There was no harm to the patient reported.